Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Date of the event is estimated.

Event description:
Related manufacturer reference number 1627487-2023-03501 and 1627487-2023-03408 it was reported the patient was diagnosed with an infection at the ipg and lead sites. The patient was given antibiotics over the course of several days to address the infection. Reportedly, the infection resolved with antibiotics.